Event description:
A user facility reported that an intraocular lens (iol) would not fold properly. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/05/2009 and 03/26/2009 by mail. A completed questionnaire has not been received. This report was mailed to FDA on 04/03/2009.